Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first prostyle device was deployed without issues. However, when attempting to deploy the second prostyle, it was unable to be backloaded onto the guide wire. Therefore, the device was not used and replaced. One additional prostyle was successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported resistance with the guide wire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and treatment appears to be related to circumstances of the procedure. Factors that contribute to resistance with the guide wire, include, but not limited to, user wipes off coating prior to insertion or patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.